Event description:
It was reported that the user experienced hypoglycemia after correcting a prior elevated glucose, confirmed by fingerstick at 73 mg/dl, with the lowest reported sensor reading of 61 mg/dl, while using the ilet with a connected fsl3+ sensor; the ilet alerted for the out-of-range glucose and the event was treated with oral glucose in the form of gummies and juice. Symptoms included no reported manifestations of hypoglycemia. Outcomes included user self-management without outside assistance or medical intervention. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed no device malfunction reported, and the event was consistent with hypoglycemia of unclear cause following a correction for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.